Manufacturer narrative:
No additional info is available. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional info has been requested.

Event description:
The synex with large endplate sunk into the upper vertebral body. Reportedly, the pt had poor bone quality. Surgeon will continue to monitor the pt.